Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 02/17/2025, it was reported that the patient reported being in a store when he began to feel dizzy, passed out, and fell. A bystander at the store called emergency medical services (ems). The patient¿s wife was also there and was ¿helping¿ the patient. It was not asked or specified if the patient was provided with any medication or treatment while waiting for ems to arrive. Once ems arrived, the patient¿s bg meter reading was 84 mg/dl and the cgm was reading 105 mg/dl. No medication or treatment was provided to the patient by ems. They helped the patient to his car, and he then drove home. Once at home, the patient ¿ate something¿ to help stabilize his bg level. There was no documentation of medical intervention. The patient¿s ankles hurt at the time of report due to his fall but was otherwise ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. It has been reported that there was a difference in readings of 30 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.